Manufacturer narrative:
The cartridge was returned fully fired and in good visual condition and with the lockout tab in normal condition; in addition, one b-form staple was found inside the pocket. No functional test could be performed. Event described could not be confrimed as no device was returned for analysis and the cartridge could not be tested for the proper staple formation. The manufacturing records were reviewed and no anomalies found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap rectum resection procedure, the device did not staple. The device was reloaded to complete the case. There was no pt consequence.